Event description:
The olympus representative on behalf of the customer reported to olympus, the tracheal intubation fiberscope had leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was a deformation of the control unit which caused water tightness to be lost. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the connecting tube had a dent, the venting connector under the grip was shaved, the indication on the light guide connector was unclear, the control unit had discoloration, the eyepiece was damaged, the channel cleaning brush could not be inserted smoothly due to damage to the channel tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the adhesive on the bending section cover had a chip. The following had a scratch: the image guide protector, angulation lever, up / down plate, grip, scope cover, diopter ring, control unit, eyepiece, and connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling of the connecting tube coating was caused by stress of repeated use, external factors, or handling; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.